Event description:
It was reported that the shock lead impedance was greater than 200 ohms. Implant of a new lead was not possible due to a closed left subclavia. A new device was implanted, but the defib portion was programmed off until a new lead could be implanted.

Manufacturer narrative:
The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.